Event description:
It was reported to philips that the device's navigational failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G5:510(k)#: k102985 b4:21jul2021 philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The customer decided not to repair the navigational ring, and the ventilator was returned without repair. The removed front bezel assembly was returned to the failure investigation for analysis. A visual inspection of the front bezel assembly revealed no evidence of damage or contamination. The fi technician installed the navigational -ring into a fi ventilator to duplicate the reported issue. The navigational -ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly and navigational -ring matrix that caused the navigational -ring to malfunction.